Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had priming issues causing insulin to squirt out and buttons sticking to push more than once. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had diminished battery life, changing very often and stripped battery cap. The insulin pump will not be returned for analysis.